Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli-10 / 20: it was reported that during a roux-en-y gastric bypass, the surgeon complained that the grasping force of the bipolar fenestrated grasper (bfg) and cadiere forceps (cf) was not sufficient, not maintaining a proper grip and making them potentially dangerous to use during surgery. The complaint was made when the bf and cf kept slipping off the tissue while attempting to bring the small intestine closer to the gastric pouch in order to perform the anastomosis with the signia stapling system. The issue caused minor damage to the small intestine, where the surgeon has to intervene with additional sutures. Detaching tissue from and shortening the newly created gastric pouch was also required because the tissue had been permanently damaged. The procedure was completed after converting the surgery to a laparoscopic procedure, and there was a delay of approximately forty-five minutes.